Manufacturer narrative:
The date of initial implantation is unknown. This report is filed june 23, 2016. (B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site. Treatment with oral and topical antibiotics (date and duration not reported) was unsuccessful. Subsequently, the patient was placed under general anesthesia on (B)(6) 2014, and the abutment was removed.

Manufacturer narrative:
(B)(4). Implanted device remains.